Event description:
It was reported by the patient's spouse that the remote monitor was unable to complete the send phase of the manual remote transmission, that it was not dialing out or getting a dial tone. The cord connections were checked and the phone setting switches were reset. During troubleshooting the monitor began to have difficulty establishing telemetry with the implanted device. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.